Manufacturer narrative:
All surgical instruments were reprocessed prior to use in a patient procedure. After the cycle aborted, the employee attempted to retrieve the surgical instruments from within the sterilizer. The employee powered down the sterilizer before restarting it. Upon the reset, the unit returned to its programmed cycle settings to evacuate steam from the chamber. Steam was then able to escape from around the door. A steris field service technician arrived onsite, inspected the sterilizer, and identified the s3 valve was not operating properly. The s3 valve allows the unit to diminish steam pressurized within the chamber. The technician noted that improper preventive maintenance may have contributed to the reported event. The unit is not under steris contract agreement for maintenance. The unit is maintained by a third party company. Section 7 of the operator manual for the 20" century sterilizer states, "valves: verify each hand valve operates smoothly, check valve packing for leaks, rebuild or replace as needed ... 6x per year." Also, "replace safety valves ... [And] replace check valves ... 1x per year." The technician rebuilt the s3 valve, s40 valve, and multiple check valves; tested the unit; and confirmed it to be operating according to specification. The unit was returned to service. The steris technician discussed proper use of the unit with the employee specifically after a cycle aborts. Also the proper preventive maintenance schedule was reviewed with the third party company responsible for maintenance of the unit.

Event description:
The user facility reported their 20" century sterilizer alarmed and aborted a cycle. An employee restarted the sterilizer and steam escaped around the sterilizer door. No report of injury or procedural delay or cancellation.